Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes have loose closures and leak during transport after samples are collected with a syringe and manually filled and re-stoppered. Customer also requested that maximum fill line be added in addition to the minimum fill line provided for this tube. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary. Bd had not received any samples or photos for investigation. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure modes: stopper creepout and general dissatisfaction. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes have loose closures and leak during transport after samples are collected with a syringe and manually filled and re-stoppered. Customer also requested that maximum fill line be added in addition to the minimum fill line provided for this tube. There was no health impact or consequences reported.